Event description:
It was reported that during a port placement procedure, the wires allegedly came with folds in the packaging, getting stuck in the dilator. It was further reported that the guidewire was fractured while opening of packaging. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the wires allegedly came with folds in the packaging, getting stuck in the dilator. It was further reported that the guidewire was fractured while opening of packaging. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the guide wire with kinks seen when opening the package. It was reported that the guide wire was allegedly damaged due to bending and getting stuck in the dilator. It was further reported that the wire was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire and one guidewire hoop was returned for evaluation and four photos were provided for review. Visual, microscopic and dimensional evaluations were performed on the returned device. The distal portion of the j-tip guidewire was noted to be bent. Uncoiling was noted throughout the distal portion of the guidewire. A kink and bent was noted on the guidewire, proximal to the conclusion of the uncoiling portion. A bent was noted on the j-tip of the guidewire. The photo shows kinks in the guidewire, dilator and sheath. The manufacturing site evaluation states that bends through the body of the guide wire and the spiral had been manipulated as it was not in its original shape. Therefore the investigation is confirmed for the reported guidewire kink and the identified stretched issues. However the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported was unknown. The investigation is inconclusive for the reported insertion difficulty and physical resistance issues as the functional testing was not performed due to the condition of the device. The investigation is unconfirmed for the reported fracture issue as no guidewire break was noted upon sample evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), e3, h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.